Manufacturer narrative:
Product complaint (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
Literature article was received entitled "arterial occlusion after total knee arthroplasty". Literature article "arterial occlusion after total knee arthroplasty" (2001) by c. Berger, md, w. Anzbock, md, a. Lange, md, h. Winkler, md, g. Klein, md, and a. Engel, md published by the journal of arthroplasty doi:10.1054/arth.2002.27235 was reviewed. The article purpose: to report a case of perioperative popliteal artery thrombosis after total knee arthroplasty that was treated successfully with percutaneous thrombus aspiration and balloon dilation. The article reports: a (B)(6) man underwent a right side tka procedure. Immediately post-operatively it was noted that his leg was pale. Multiple arteries weren't palpable. Ultrasound revealed missing flow in the arteries of the right foot. Aspiration and balloon dilation were successful in treating this abnormality. The patient had no further complications. Cement was not used with this patient and patella resurfacing was not mentioned. Depuy products involved: lcs. Complications: surgical intervention (1), ischemia (1).